Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that under-sensing was noted. Programming changes to resolve the event have been recommended but have yet to be made. The patient was stable.